Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with unacceptable capture thresholds. The lead was laser removed and will not be returned due to severe damage. The patient experienced a rupture of vena cava and bleeding in the thorax. During the procedure multiple leads were explanted, including competitor leads. A sternotomy was done. The patient was stable post-procedure.